Event description:
It was reported that the device exhibited error 41786- faulty printed wiring assembly (pwa) board. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found with signs of physical damage. During the power-on test, error was triggered due to a depleted battery coin and the customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. Mainboard was replaced as a corrective measure, and the software version 4.3 was installed. The device sensors were calibrated.